Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: the system printed circuit board assembly and blower were proactively replaced to address non-critical events also found in the device error log.